Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, a radiofrequency (rf) delivery error and a pulsed field (pf)  delivery err or occurred. During a ventricular tachycardia ablation, a right ventricular (rv) lead exit block was noted on the coronary sinus (cs) lead of the patient's defibrillator and did not resolve by the end of the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
B5: event description, updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the case was completed. The exit block did not resolve and there was no reported issue with the patient's defibrillator. No further patient complications have been reported as a result of this event.